Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for collagen deposition into the artery. The exact root cause cannot be determined. The likely cause was determined to have incorrect device positioning or improper deployment technique resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the right femoral access was obtained for a neurovascular thrombectomy case. An 8fr x 10cm sheath was used. After the case was completed, a groin run was performed and an 8fr angio-seal was opened for closure. The fellow states that the groin run showed the sheath in the common femoral artery, the vessel greater than 4mm, and no plaque in the artery. After the angio-seal was deployed, when the fellow set the angio-seal down to cut the suture, the patient began bleeding from the arteriotomy site. The fellow held pressure over the site. After the fellow finished holding pressure, pedal pulses were checked, and it was noted that the pedal pulses were gone. An ultrasound was used in the procedure room to try and determine if the angio-seal plug was in the vessel, and they believed it was. The patient was taken to the operating room (or) and a cut-down of the right common femoral artery was performed. Per the vascular surgeon's operating note, the angio-seal collagen plug was found to be intraluminal. After the cutdown was complete, the patients pedal pulses returned and the leg was warm to touch. The patient continues to have ongoing medical issues, though unrelated to the angio-seal issue and cut-down. The estimated blood loss was less than 250cc. Additional information was received on 16jan2024: the patient was stable post cut down.